Event description:
The biomedical engineer (bme) reported that the mouse was lagging on the central nurse's station (cns), and then the cns rebooted by itself. Then all the tiles came up blank as if no beds were assigned to the cns. They said that the mouse was showing a trace when he moved it around. Tech support (ts) had the biomed restart the cns, but the issue remained. Then tech support had them reboot the kvm, both receiver and sender and the issue remained. At this point, tech support let them know that it seems to be either the sender and the receiver because they are getting video distortion on one of the displays. They checked the connections on the kvm, and they are all good. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the mouse was lagging on the central nurse's station (cns), and then the cns rebooted on its own. All tiles on the cns came up blank as if no beds were assigned to the cns. They said that the mouse was showing a trace when he moved it around. Technical support (ts) had the bme restart the cns and the kvm, but the issue remained. No patient harm was reported. Investigation summary: the cns experienced several issues, starting with mouse lag and eventually leading to a spontaneous reboot of the device. After the reboot, all tiles on the cns screen appeared blank, as if no beds were assigned to it. Troubleshooting steps were taken, including restarting the cns and rebooting the kvm (keyboard, video, mouse) sender and receiver, but the problem persisted. The bme checked the kvm connections and found them to be fine. The customer reported they had resolved the issue themselves by reducing the number of displays they were sending video to. The kvm was sent in for evaluation and it was discovered that the kvm the customer was using was defective. Failure of the kvm is likely a result of hardware failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 12/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/09/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/13/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the mouse was lagging on the central nurse's station (cns), and then the cns rebooted on its own. All tiles on the cns came up blank as if no beds were assigned to the cns. They said that the mouse was showing a trace when he moved it around. Technical support (ts) had the bme restart the cns and the kvm, but the issue remained. No patient harm was reported.